Manufacturer narrative:
All available information was investigated, and the reported broken gripper arm was confirmed via device analysis. The reported slda and cowl could not be tested in the testing environment. Additionally, the harness was observed to be deformed and the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The cause of the reported cowl was unable to be determined. The investigation determined the reported broken gripper arm to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. H6. Code 1562 was removed. Code 3026 was added.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4, a prolapsed posterior, calcified leaflets and a flail. One clip was implanted, reducing mr to a grade of <1. The following day, it was observed that mr had increased, but the clip looked stable on (B)(6) 2024, additional echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6) 2024, the patient underwent a surgical procedure to remove the clip. It was observed that one of the gripper was broken partially off and was barely holding on to the chordae. Upon removal, of the clip, the gripper came complete off of the clip.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.